Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer was using the system with auto mode feature active at time of high blood glucose event. Troubleshooting was performed and the customer will continue to use the device.